Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "machine will not turn on." No patient/operator injury associated.

Manufacturer narrative:
The device was evaluated on (B)(4) 2012. A fluid spill with electrical damage was discovered and the complaint was raised to a higher level review. A burning smell was also noted. An unk fluid spilled into the device causing burning on the power supply assembly and fuse. These parts were replaced and the device is ready for use. (B)(4).